Manufacturer narrative:
It was reported that the compressor could not automatically drain. The drainage valve was replaced and returned for investigation. A visual inspection of the returned drainage valve showed no anomalies. The drainage valve was returned without air connectors. The returned drainage valve was installed in a reference compressor and connected to a reference ventilator. Simulated use test ventilation with compressor delivered air ran for two days without deficiencies. No alarm was raised. After 24 hours the water was collected in the drainage bottle. No malfunction was found. The conclusion in this matter is that the reported issue with a malfunctioning drainage valve could not be confirmed in laboratory tests. During simulated use test ventilation the returned drainage valve worked without remarks.

Event description:
Manufacturer ref. #: (B)(4).

Event description:
It was reported that the compressor could not automatically drain. There was no patient harm. Manufacturer ref. #: (B)(4).